Manufacturer narrative:
Pump passed displacement test and self test. Hardware low level failures confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was programmed with 2.0u bolus and monitored. The bolus was delivered and recorded properly in daily history screen. No bolus anomaly was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. Customer cleared the alarm. Customer stated that the fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.